Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 67 mg/dl. The customer was asked if recalls any significant events leading to the alarm. The customer said that she had the insulin pump in her bra and was sweating. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. However, the pump had intermittent esc and act button response due to moisture damage on the keypad traces. The pump also had a broken belt clip slot, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corner.